Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: chest pain, myocardial infarct, stroke. Time of symptoms/ae: day of procedure, during hospitalization. It was reported that on 11/26/2007, the patient experienced chest pain and was treated with nitropaste in the cardiac cath lab prior to having a left internal carotid artery stenting procedure. The stenting procedure was completed successfully. Post procedure, the patient was diagnosed with a myocardial infarction. In 2007, the patient underwent diagnostic cardiac catheterization. An MRI performed on the following month showed new areas of cerebral infarction had occurred within the past 7 to 10 days; the patient did not exhibit any symptoms. A coronary artery bypass graft procedure was performed sixteen days later, and the patient remains hospitalized from issues unrelated to the carotid procedure. Though requested, no additional information was available. Study event.